Event description:
The customer reported, the system displayed collimator calibration required and collimator iris potentiometer error codes on boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded. The system was then found to be operating as intended.